Event description:
The account stated the head of the bed cannot be raised.

Manufacturer narrative:
The technician found the base cover was pressing down on the right side CPR release, preventing the head section from articulating. He adjusted the bas cover and tightened the mounting screws to repair the bed.